Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly. Customer¿s blood glucose level was 180 mg/dl. Troubleshooting for display anomaly was performed. Customer advised the display flashed black and white. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to display anomaly. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with peeling serial number label.